Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative (rep). It was reported that the patient's date of birth, age, and weight at the time of the event were unknown. It was also stated that the implant date of the lead was unknown; the implantable neurostimulator (ins) was implanted on 2017 (B)(6). There were also no actions/interventions taken to resolve the event and the cause of the issue remains unknown. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3387, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s disease. It was reported the patient visited outpatient facility and electrode impedance abnormality was observed. The impedances were high: 4271 ohms on 0-2, 4296 ohms on 0-3, and 3825 ohms on c-0. The patient was programmed on c+, 0- at 2.1 ma, 210 microsecond pulsewidth and 140 hz. The therapeutic impedance was 3686 ohms and 8.411. Causality and other contributing factors were unknown. Normal impedance was measured when a second impedance check was performed with changing body position. A connection failure or lead fracture/damage was suspected. There were no actions/interventions taken and the issue was still unresolved. No medical symptoms were reported. No further complications were reported/anticipated.